Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and moderately tortuous cephalic vein. The 6.0-20mm wanda balloon catheter was advanced to the lesion without issue. During the first inflation, the balloon ruptured at 10 atms. The procedure was completed with a 6.0-20mm synergy balloon catheter. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).